Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the left ventricular lead exhibited high thresholds and high impedance. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient was well post procedure.